Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
It was reported to vyaire medical that the touchscreen locked up after unit had been running for a few hours during use on a patient on the avea ventilator. The customer reported they swapped the device as soon as they found the issue. The customer reported there was no patient harm associated with the reported event.